Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube insulation exhibited damage along the along the distal end approximately 5.5 from the base of the snake wrist extending downward to the main tube. The insulation was found with several deep scratches and gouge marks within the area. The marks were short in length and were not axially aligned with the tube. The main tube also had a section that had missing material. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the insulation on the shaft of the schertel grasper instrument was damaged. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.